Event description:
After being placed in the patient, the ep catheter's 3rd; 4th electrodes produced an error. The catheter was removed and replaced with a new catheter without harm to the patient. Manufacturer response for catheter, decanav electrophysiology catheter nav (per site reporter) product handled by site.